Event description:
A physician attempted an arteriotomy closure with a starclose vascular closure system after an interventional procedure. The physician experienced difficulty advancing the thumb advancer and was advised to use the safety release button and apply manual compression. The physcian was unable to remove the device from the pt's groin. A vascular surgeon was contacted and the device was removed surgically.

Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.